Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was identified and reported that on (B)(6) 2024 the device was sent in for maintenance but needed a repair for unstable rotation. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. There was no patient involvement with no harm or delay reported. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, e1, g2, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.